Event description:
A doctor alleged that three (3) patients' fillings had cracked or fallen out after it was light cured with the demi ultra. This is the first of three (3) reports.

Manufacturer narrative:
The doctor replaced three (3) fillings for the patient using a different light. Upon the patient return visit on (B)(6) 2014, all three (3) fillings were intact; however, one of the teeth had abscessed. The doctor will extract the tooth for the patient. To date, the patient is doing fine. A device evaluation is anticipated but has not yet begun.